Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that the patient has recovered from peritonitis (on an unknown date). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that antibiotic treatment was discontinued (on an unknown date). At the time of this report, the patient has recovered from abdominal pain; however, remains recovering from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of the events were unknown. On an unknown date, the patient was hospitalized and treated with vancomycin injection (1gm, intraperitoneal, ongoing) and amikacin injection (500mg start dose, once a day, intraperitoneal, discontinued followed by 100mg, once a day, intraperitoneal, ongoing) for the event. At the time of this report, the patient was discharged from the hospital (11 days after the event onset), and was recovering from the events. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.